Manufacturer narrative:
This report is submitted on october 31, 2018.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2018 due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on december 11, 2018. (B)(4).